Event description:
Discoloration of the tubing was found during patient use. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation to be a discolored patient adapter and tubing. It showed both the patient adapter and patient line connectors tinted blue, with no evidence of discoloration or contamination anywhere else on the set. The lot number was not provided; therefore a batch review cannot be conducted. The root cause was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.